Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported patient has been treated with pars plana vitrectomy (ppv) and antibiosis (abrasion + ppv + aspirate of anterior chamber + aprokam into chamber + aspirate of vitreous body + antibiosis intravitreally + air under general anaesthetic)." The events have been resolved and the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62297. The event of hypopyon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported bacterial conjunctivitis in the left eye. The filtering bleb is not infected, but there is a hypopyon. Needling procedures were performed prior to the infection.

Manufacturer narrative:
The reported events of endophthalmitis, fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported needling procedure performed and patient developed endophthalmitis in the unknown eye against the xen®45 gts.